Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). (B)(4): customer reported symptom of dry mouth. Note: manufacturer contacted customer on 5/23/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported at the time of the call. Customer is not using our meter anymore.

Event description:
Consumer reported complaint for hi blood glucose test results. Thomas is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi, 326 and 600 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 140 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. The customer stated on (B)(6) 2017 he had obtained a blood test result of hi (fasting); he then later took a blood test and obtained a result of 600 mg/dl (fasting). Customer stated at that time he had frequent urination and dry mouth. Customer stated he went to the hospital because of the hi and result of 600 mg/dl; he had called his son who took him to the emergency room around 12:00 am. Customer stated his blood glucose test result at the hospital was 482 mg/dl; the hospital diagnosis was high blood sugar. Customer stated he was given IV and 10 units of insulin. Customer stated he had left the hospital at 4:00 am when his blood result went down to 282 mg/dl. Customer stated they did not give him any new medications. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 426 mg/dl and 447 mg/dl using truemetrix meter. Customer stated he was also concerned with the back to back blood test since it is high and he is fasting. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (customer had only used the meter three times): 326mg/dl (B)(6) 2017 07:02 am fasting:yes; 600mg/dl (B)(6) 2017 10:13 pm fasting:yes; hi (B)(6) 2017 08:34 pm fasting:yes. Memory concerns:the customer is concerned with the 326, 600 and hi in the meter's memory.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip (B)(4). Customer reported symptom of dry mouth. Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported at the time of the call. Customer is not using our meter anymore.

Event description:
Consumer reported complaint for hi blood glucose test results. Thomas is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi, 326 and 600 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 140 mg/dl. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. The customer stated on (B)(6) 2017 he had obtained a blood test result of hi (fasting); he then later took a blood test and obtained a result of 600 mg/dl (fasting). Customer stated at that time he had frequent urination and dry mouth. Customer stated he went to the hospital because of the hi and result of 600 mg/dl; he had called his son who took him to the emergency room around 12:00 am. Customer stated his blood glucose test result at the hospital was 482 mg/dl; the hospital diagnosis was high blood sugar. Customer stated he was given IV and 10 units of insulin. Customer stated he had left the hospital at 4:00 am when his blood result went down to 282 mg/dl. Customer stated they did not give him any new medications. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 426 mg/dl and 447 mg/dl using truemetrix meter. Customer stated he was also concerned with the back to back blood test since it is high and he is fasting. The product is stored according to specification. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (customer had only used the meter three times): 1:326mg/dl (B)(6) 2017 07:02 am fasting:yes. 2:600mg/dl (B)(6) 2017 10:13 pm fasting:yes. 3:hi (B)(6) 2017 08:34 pm fasting:yes. Memory concerns:the customer is concerned with the 326, 600 and hi in the meter's memory